Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer believes the motor isn't strong enough to push insulin into his body. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 227 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.